Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault, controller internal fault, and controller clock corrupt alarms were confirmed via log file analysis. Investigation of the heartmate 3 vad modular cable revealed internal wire damage and isolated the root cause of the recorded driveline power fault alarms within the log files to the observed damage. Log files were submitted and downloaded for review and data revealed controller internal fault alarms was triggered on 24jan2000 at 07:10:35 via fault ocp_a_open (f2) driveline power fault alarms starting on 24jan2000 at 07:10:37 that were associated with a pwr_a_broken faults the alarm remained active while the driveline was connected to the system controller. Log files indicate a loss of the system clock on 21sep2025, and the clock was synched on 15oct2025 at 11:15:30. Provided information indicates the controller clock was not synced after the controller exchange on 21sep2025. The driveline power fault and controller clock corrupt alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was functionally tested, and it was found that fuse f6 was electrically open. This is with consistent damage to the modular cable. The fuses were replaced; the system controller was functionally tested and passed all steps. The controller operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information states the system controller and modular cable exchange was on 15oct2025, the patient was asymptomatic as a result of the exchange, and no further alarms were observed. Per the provided information, the root cause for the controller clock corrupt alarms was determined to be user error in not setting the controller clock after a controller exchange. There was an incidental finding of a driveline disconnect alarm on 15oct2025 at 12:07:11. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller clock corrupt, controller internal fault, driveline disconnect, and driveline power fault alarms. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The patient was experiencing a driveline power fault alarm. The system controller was exchanged on (B)(6) 2025 for the same alarm and has been clear until (B)(6) 2025. They obtained xray images. The event log noted controller clock corrupt events throughout the log and then the clock was synced on (B)(6) 2025 at 1115. Per technical services conversation, the controller was not synced when it was exchanged last month. The driveline power faults were confirmed in the log file, and it was also noted that the fuse showed open for line a. Per the site, there was no trauma noted on driveline. The modular cable and system controller were exchanged, which resolved the alarm. The modular cable was clear from debris and corrosion. There was no adverse patient impact.